Event description:
It was reported that the patient reported High BG due to bent cannula issue on (b)(6) 2026 and was treated with Insulin Pen.

Manufacturer narrative:
E1: (b)(6). Name: Medtronic Minimed.Country: United States of America.Street: 18000 Devonshire Street.City: Northridge.State: California.Zip Code: 91325 ¿ 1219.Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.